Event description:
It was reported the pt was implanted with a monarc sling system on (B)(6) 2011 to treat her stress urinary incontinence. The pt experienced mental and physical pain and suffering, mental anguish, erosion of internal tissue, recurrent infections, continued urinary incontinence, dyspareunia, disability, and permanent injury. The pt had undergone multiple non-specified revision surgeries.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.